Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified artery below the knee. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, the balloon was inflated for 60 seconds at 6atm, however, it ruptured upon third inflation and was removed from the patient's body without any problem. The procedure was completed with another of same device. No complications were reported, and patient was in good condition post procedure.